Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate/advance. Furthermore, it is likely that the molten cable gear was likely the reason the device malfunctioned or stopped operating. Additionally, the accumulation of tissue discovered could have contributed to the prevention of the blade to operate as intended. The actual device used to complete the procedure was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended. Also, the blade did rotate and get exposed at both core guard and full position when the trigger was activated. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure the device stopped working. There were no adverse patient consequences.